Manufacturer narrative:
Continuation of d10: product ID: 8781 lot#: serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 17-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was receiving unknown drug via an implantable pump. For unknown indications for use. It was reported, that there was no pain relief. It was noted, that after recent image report, the event was cause by the catheter being placed ventrally. Action/intervention: replaced with a new catheter, that was placed dorsal. Outcome: the issue was resolved. The patient weight was asked, but unknown at this time. The patient medical history was chronic pain. The patient status was alive and no injury.